Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline embolization device failed to open at the distal segment. More than 50% had been deployed, and the device was not positioned in a bend. The pipeline was resheathed less than or equal to 2 times. The device was replaced, and the patient did not experience any injury or complications. Post procedure the angiographic results were said to be good. The devices were prepared according to the instructions for use (IFU). The patient was undergoing treatment for an unruptured, saccular aneurysm located in the left posterior communicating artery. The max diameter was 24.3 mm. The neck diameter was 7.4 mm. The vessel tortuosity was moderate. Ancillary devices include a penumbra sheath, phenom plus microcatheter, and a stryker guidewire.

Manufacturer narrative:
The pipeline flex delivery system was returned within the phenom 27 catheter. The pipeline flex pushwire was found to be extending ~39.2cm from phenom hub. The tip coil and sleeves were deployed outside of the phenom 27 catheter distal tip. For further examination, the pipeline flex was pushed out of the catheter lumen. When compared to the drawings the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal and proximal ends of the pipeline flex braid were found fully open and moderately frayed. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was observed on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The total and usable lengths of the catheter were measured to be within specifications. The catheter tip, marker and body were examined; and no damages were found. No flash or voids molded were observed in the hub. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub, lumen and tip with no issues. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿failure open¿ could not be confirmed as the braid was found fully opened. It is possible that the moderate vessel tortuosity may have contributed to the failure to open issue. There was no non-conformance to specification identified that led to the failure to open issue however, the cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.